Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate therapy. Device check revealed lead noise. Increasing lead impedance was noted in past several months. Lead replacement was suggested. The device was disabled at this time. No other actions were taken.